Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On 8/6/2023 (B)(6) , employee of intuvie, received a call from (B)(6) , rn of advent orlando, and the following support call was documented: (B)(6) rn from advent callled with a pump beeping and saying pump unattended on it. So we went to get the infusion going again and it immediately popped up system error. We went ahead and turned the pump off and I told the rn to reac out to the anesthesiologists department about what the next steps for grabbing a new pump is or if they want to have the patient discontinue use. She understood and had no other questions for us. Serial number of the defective pump is above. (B)(6). No further details provided. Infusion was at the hospital. Patient involved. No patient harmed. On (B)(6) 2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned